Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0k95t, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0mllr, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient's system was removed due to infection. There were no device allegations and follow up is being conducted to determine the cause and treatment for the infection. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.